Manufacturer narrative:
There are no devices of this lot remaining in inventory for analysis. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. She reported that the delivery set was observed to be leaking while giving the first dose. The report stated the cross clamp was on and the perfusionist was able to arrest the heart with minimal blood loss. The perfusionist stated that after the heart was arrested they changed out the disposable delivery set with no issues. There were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
The returned complaint sample pump cassette was attached with air source and dunk tested in water to identified leak. The leaking was identified below the blood inlet bushing and delamination of weld seam area confirming complaint condition.